Event description:
It was reported a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was being performed. The transeptal puncture was performed and was directed toward the laa. The physician wanted to exchange for the wire in the laa instead of the left upper pulmonary vein (lupv) because he had experience exchanging in the laa. The amplatz super stiff wire tip was pre-formed and was advanced into the laa. When the watchman access system was advanced, the physician indicated that "he did not have enough support and had to push the amplatz wire." When placing the unknown pigtail catheter, the contrast was injected and a slight perforation and pericardial effusion, about 0.2mm, was observed on the transesophageal echocardiogram (tee). The procedure continued and a watchman laa closure device was implanted successfully. It was noticed the pericardial effusion increased, so a pericardiocentesis was performed. The patient awoke from the procedure and was in stable condition. The patient has now been discharged from the hospital.